Manufacturer narrative:
The device was returned to olympus for evaluation. The following findings were noted during device evaluation: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value. The adhesive on the bending section cover had a crack and the paint around the suction cylinder was peeled. The control unit had discoloration. The flexibility adjustment ring, universal cord, switch box, control unit, plastic distal end cover, bending section cover, connecting tube, control unit, protector of universal cord on scope connector side, grip, scope connector, scope cover, scope connector cover unit, up/down knob, right/left knob, forceps elevator lever, and forceps elevator knob all had scratches. Due to clogging of nozzle, water removal ability did not meet the standard value and the suction cylinder was shaved. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The customer cleaned and disinfected the device prior to sending it to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.